Manufacturer narrative:
Batch review performed on 17 july 2018; lot 163056: (B)(4) items manufactured and released on 22 august 2016. Expiration date: 2021-07-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: gmk-sphere tibial tray fixed cemented size 4 l reference 02.07.1204l (k090988); lot 173672: (B)(4) items manufactured and released on 06 october 2017. Expiration date: 2022-09-26; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 18 july 2018; 3.5 years after primary cemented tka the tibial component was revised because the patient complained of tightness. A tibial recut was therefore probably performed. There is no reason to think that such an occurrence may be related to a malfunctioning device.

Event description:
About 3 years and a half after primary the surgeon revised the patient knee tibial components for knee tightness in flexion/extension. The surgery was completed successfully.